Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 65 mg/dl. Reportedly, the cause of the low bg was due to high activity at work and not eating enough food. The low bg was not due to the pump or supplies. The customer consumed some food to stabilize impacted bg level. Additionally, it was reported that the wake button has stopped functioning. During troubleshooting with tandem technical support, it was confirmed that the pump still turns on when plugged into a power source. The customer's bg level was not impacted due to the wake button issue. It was confirmed that the customer had an alternate method of insulin delivery available.